Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant of the leadless pacemaker, that the patient feels like the device is not "keeping up". The device remains in use. Transmission shows device is functioning as programmed no patient complications have been reported as a result of this event.